Event description:
It has been reported to the company that the occlusion balloon wire separated which caused the occlusion balloon to deflate. The physician inserted the occlusion balloon wire into the patient's saphenous vein graft and inflated the balloon. The physician inserted a stent delivery catheter and placed stent. The physician then attempted to remove the stent delivery catheter and felt some resistance. The physician pulled on the device and the wire separated which caused the occlusion balloon to delfate. The physician was able to reinflate the balloon and insert the aspiration catheter and aspirate particulate from the vessel. The physician then deflated the occlusion balloon and removed the device from the patient. The patient is reported to be fine.